Event description:
A lead was revised/replaced due to a high impedance of greater than 10,000 ohms on electrodes 1 and 3. The impedance was verified when the lead was connected to a snap-lid. It was confirmed that the issue was with the lead and not the neurostimulation device. After the lead was replaced, the patient had great coverage and recovered without sequela.

Manufacturer narrative:
(B)(4).